Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Welcome1!

Event description:
It was reported the patient presented with fever, localized pocket swelling and fatigue post implant of the implantable cardioverter defibrillator (ICD) system. Testing was positive for infection and a transesophageal echocardiogram indicated vegetation was present. The ICD system was explanted and a temporary pacemaker was used until implant of a permanent system. No further patient complications have been reported as a result of this event.